Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed under general anesthesia on an unknown date. Additionally, fiducial markers were placed transperineally during the same procedure. One week after the procedure, the patient was admitted to the emergency room (ER). The patient experienced a fever and infection around his rectum. A possible injection into the rectal wall/lumen is thought to be the cause of the patient's symptoms and the hydrogel was drained from the patient's rectum for three days. In the physician's assessment, the lumen may have been punctured during the procedure and gel began to excrete from the rectum. The patient is reported to be in stable condition and will receive external beam radiation therapy.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). (B)(6).